Event description:
End-user alleged while going down ramp, chair went off ramp and also he has lost control due to the wheels locking up. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m51pr, serial number/date code (B)(4) is approximately 2 years 6 months old. The user manual part number 1125085 rev j (oct-08) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer recently received an upgrade on his van so that he can go up and down the four foot ramp easier. He stated that the width on the back casters is not wide enough and it allegedly caught the wheels (lock up) in the lift causing him to hit the side panel of his door. He stated that he was not injured. The product is not being returned. The consumer stated that the chair is functioning properly. The consumer has complications from a previous back surgery. The consumer's stability and medication regimen are unknown. The consumer is a (B)(6). The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.